Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while inside the pt's leg, the shaft tip shrink tubing dislodged from the tip of the hemopro 2 tool and was obstructing the port. The reporter clarified that the entire device was removed from the pt, and the dislodged sleeve was pushed out of the cannula. There were no pt effects. A new kit was used to complete the procedure. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the device was received with the shaft tip shrink tubing, clevises, pivot pin, and cold jaw separate. The shaft tip shrink tubing was intact. The shaft tip was dented and the shaft and drive pins were partially in place. Both jaws were some what burnt. The device had evidence of blood. Upon comparing the intact shrink tubing to shrink tubing removed from a reference device, it appeared that the defective shrink tubing had not been exposed to enough heat to shrink the material to conform to the shaft tip dimensions. (B)(4).